Event description:
It was reported to boston scientific that during a endoscopic retrograde cholangiopancreatography (ercp) procedure, the autotome rx sphincterotome was being prepped as normal. When flushing, it seemed like the tome had split, as the contrast was spraying everywhere when flushed. The procedure was completed by using a jagtome. The patient condition was reported as "no issue".

Manufacturer narrative:
The subject device is returned to the facility. The returned device evaluation is in progress.